Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the his bundle lead dislodged  while slitting sheath, the slitter did not cut through the sheath and proximal insulation buckled. The lead and introducer were attempted/ not used and replaced. No patient complications have been reported as a result of this event.